Event description:
It was reported that during a da vinci assisted liver resection surgical procedure, the customer received ¿relax pressure on jaws¿ message when the harmonic ace curved shears instrument¿s jaws were opened. While attempting to troubleshoot, moveable portion of the jaws broke and fell inside the patient. The broken piece was retrieved during the same procedure. The surgeon used a backup instrument. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter (da vinci coordinator) and obtained additional information: the broken piece was removed with a laparoscopic instrument. No post-operative tests were performed since the instrument broke under direct vision, and all fragments were retrieved. The instrument was inspected prior to use with no damages noted. The instrument was used for 45-60 minutes prior to the issue. The surgeon was dissecting when the reported issue occurred.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the harmonic ace curved shears instrument be returned for failure analysis to be performed, but the instrument has not yet been received. Therefore, the root cause of the customer reported failure has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. A review of the instrument log for the harmonic ace curved shears instruments associated with this event has been performed. Per logs, two harmonic instruments were used on 01/13/2022 on system sk3940. First harmonic instrument (part number: 480275-08, lot number: l90211125-0008) was used for 32 minutes, and second harmonic instrument (part number: 480275-08, l90211026-0063) was used for 23 minutes. No image or procedure video was provided for review. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Manufacturer narrative:
Additional information can be found in the following fields: a4, g3, g6, h2, and h10. Corrected information can be found in the following fields: b1 and h1. On (B)(6) 2022, intuitive surgical, inc. (Isi) obtained additional information from the robotics coordinator. No post-operative tests were needed. The fragment was large enough to see. The instrument was in use between 45 - 60 minutes. The instrument was inspected before use and nothing was out of the ordinary. The instrument broke when they were dissecting the liver tissue. Right before the fragment broke, they received a message to relax pressure on jaws. There was no instrument collision and the instrument did not collide with any hard objects while in the patient. There was no injury to the patient and the procedure was completed robotically with a new harmonic instrument. The patient has not experienced any issues post-surgical procedure. The instrument and fragment will not be returned back to isi. It was given to the hospital risk management team. There were no photos or videos of the event. The patient weighed 85.3 kg.

Event description:
Refer to h10/h11 for follow-up information.